Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded. Covidien has contacted the user facility, (B)(6), directly regarding additional information. At this time, no further information has been given to covidien regarding this event. If additional information is provided by (B)(6), this report will be updated.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a single lumen PICC. The customer reports that the single lumen PICC was leaking. The catheter was pulled. There was no patient impact as a result.